Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/04/2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. The image was observed to be clear with no humidity or moisture observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "poor quality image" and "moisture or humidity problem" were not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6) . The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope appeared to have moisture inside the lense. A new scope was used to complete the procedure. No procedural delay. No harm to patient.